Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. Performance data collected from the device was also received and analysis of the device memory indicated the right ventricular (rv) lead integrity alert triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited oversensing of sensing integrity counter (sic) for several months and the implantable cardioverter defibrillator (ICD) showed a suspected problem with sensing/detection. The rv lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex .